Manufacturer narrative:
The sample was received with a minicap attached and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The mini cap received with the complaint sample was used in the leak testing. Visual and functional testing on actual samples did not duplicate the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. There was a small leak of fluid from where the white twist clamp interfaces with the blue finger grip on the patient line. The location is in between the blue main body and the white twist sleeve. This event occurred during use. Patient treated with prophylactic intra peritoneal antibiotics. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.